Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in three episodes of recurrent peritonitis. The breaches in aseptic technique were not further described. It was not reported if the patient was hospitalized for the peritonitis events. Treatment for the first two events was not reported. The third event the patient was treated with amikacin and ceftazidime (no further details). Twelve days prior to receipt of this report, dianeal therapy was discontinued. The patient was recovered from the events. On an unreported date after the third recurrent peritonitis event, the pd catheter was removed and the patient was transferred to hemodialysis (three times a week). It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.